Event description:
It was reported by the affiliate that (1) ems was used during a lap hernia repair procedure. It was reported by the affiliate that the staples would not close. A new instrument was opened to complete the procedure. No adverse pt outcome.